Event description:
It was reported that pump battery appeared to deplete too quickly. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up from technical support, and no date or timeframe for event was provided, so technical support was unable to confirm battery depletion issue and no additional actions were taken.